Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit booted up with an on/off switch logo and an audible alarm. There was no report of patient involvement.

Manufacturer narrative:
The customer reported that the central processing unit was replaced and the unit was returned to service.